Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Rn noticed a burn on pt.'s right foot during assessment. Pt.'s dad stated it had been there for at least 3 days. Rn did not get report on burn. Parents stated the sat probe was coband to keep it in place & they were not sure how long it had been there. Rn noted a burn in the upper extremity of her left hand. Parents stated same: the probe was coband to keep it in place on the left hand.